Event description:
It was reported that the left ventricular (lv) lead could not be advanced into the target vessel. A second left ventricular (lv) lead was attempted and also could not be advanced into the target vessel. The patient coded and died when the leads and lead delivery system were removed from the body. A perforation was suspected to be the cause of death, location of which is unknown.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).